Event description:
It was reported that the customer's insulin pump has cracks around the display window. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with protruded/loose drive support disk and missing end cap sticker. Unable to confirm cracks around the display window.